Event description:
It was reported that during placement of a powertrialysis, the patient felt resistance from guidewire in the kit and the wire started to unravel.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) is not possible, as no manufacturing log number has been provided by the complainant.